Event description:
It was reported that the pt was kicked on the implant side by his sister. Since then he has been unable to hear. Testing showed that all the electrodes were either hi or had sc. A status of no swelling has been confirmed. The electrode array is likely broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.